Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had partial seal. It was unknown if device had regrasp alert, if end tone was heard or if there was evidence of energy delivered. There was no patient injury.